Event description:
Additional information was received from the complainant that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-13743 was provided. The investigation for the reported pump did not start issue has been completed. The product was returned and the issue was confirmed. The root cause of pump did not start was an open electrical line in the red handle most likely due to excessive force. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the device was pulled back into the descending aorta on p1 while the scheduled coronary artery bypass graft and a ventricular septal defect repair was being completed. Once finished, the device was advanced back into the left ventricle on p0, however, the pump would not restart. The automated impella controller was swapped in an attempt to troubleshoot the issue, but the pump remained inactive. The impella cp pump was subsequently removed and replaced with an impella 5.5 pump to continue with patient support. There was no harm to the patient.